Event description:
The customer alleged a black discharge was dripping from the scopes. Multiple attempts were made in f/u with the customer, but were unsuccessful. At this time, the initial info received for this issue is incomplete and specific pt info is not identifiable. A medwatch report will be submitted for individual events if and when add'l info is obtained from the customer.

Manufacturer narrative:
Asp investigation summary: the investigation included a service history review, complaint trending by problem code, corrective and preventive action, and health hazard evaluation. The aer serial number was not provided, therefore, no DHR (device history record) was performed. A review of the device service history for this account within the past six months ((B)(4) 2009 - (B)(4) 2009) did not show any other aer complaints. Thus, there is no significant trend. A review of the complaint history for aer units with the problem code of "staining" did not reveal a significant trend over the past 12 months ((B)(4) 2009 - (B)(4) 2010). A CAPA (corrective and preventative action plan) was opened to address issues of residual fluid in scopes. This account history was reviewed and showed no similar complaints for residual fluid remaining in or outside of the endoscope after the implementation of this CAPA. The hhe (health hazard evaluation ) reviews each of the causes of the residual fluid in scopes as found in the CAPA and finds the risk to be "low." The root cause of the problem was identified as a poorly written scope connection diagram and customers not completing proper flushing of some scopes. The customer did not respond to asp's attempts to retrieve more information, thus, resolution of the issue could not be confirmed. A letter was sent to the customer recommending they review the olympus scope 180 connection diagrams found on the asp website as well as reviewing a copy of a customer letter addressing staining in general while using cidex opa solution.